Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: a sample was returned for investigation. The sample was visually evaluated and no abnormality was found. A 45 psi leakage test was performed and no abnormality was found. The batch record was reviewed, no abnormalities were noted in the incoming material, assembly, and packaging processes. Investigation conclusion: because no abnormality was found in the returned sample, suzhou plant could not determine if the failure mode is related to factory processes, or determine the root cause for the septum leakage.